Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead contained an apparent lead fracture. An operation for lead revision was performed. A fracture was observed at the sleeve edge, and it was noted by the physician that the sleeve was lifted due to insufficient suture. The lead was capped and replaced. No patient complications have been reported as a result of this event.